Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the zimmer skin graft mesher serial number (B)(6) by zimmer biomet dover, oh on 12 march 2020 revealed that the comb was damaged, and the right side plate, stabilizer feet and collar, and gear needed to be replaced with the comb. Repair of the device was performed by zimmer biomet dover, oh on 12 march 2020 which included replacement of the comb, right side plate, stabilizer feet and collar, and gear. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No adverse events were reported as a result of this malfunction. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign report source: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the end of comb appears bent/out of shape. Inspected this unit here at the warehouse, and made those comments from my own inspection.